Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced a high blood glucose. The customer¿s blood glucose level was 408 mg/dl. The customer performed troubleshoot for high blood glucose. The customer stated that they were running low on reservoirs and doesn't have enough reservoir. The insulin pump will be returned for analysis.